Event description:
Boston scientific received information that the field representative was seeing farfield signal on the strips and wanted a review on them. Boston scientific technical services confirmed that the strips were showing atrial oversensing as well as loss of capture but without asystole after the threshold tests. Additional information was received indicating that the chest x-ray confirmed a lead dislodgement. Subsequently, the lead was successfully repositioned. No adverse patient effects were reported. The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.